Event description:
It was reported that the right ventricular lead exhibited low impedance; the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.